Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed the small amount of crystallized substance was present in the inflation lumen and also in the balloon. In addition, the catheter outer balloon inflation shaft tubing was separated at the distal end of hub approximately 360 degree around the shaft. Kink also was noticed at the separated site. Functional evaluation was performed, leak was observed between strain relief and the catheter shaft. The balloon could not be inflated due to the leaking on its proximal section under the hub. Further analysis, the demo synchro guidewire was introduced and advanced through the catheter proximal end. The guidewire went through the entire shaft and came out through the distal end, slight friction/resistance was noticed. However, there was no additional information was provided,therefore; the reported event of the balloon leaked and the analyzed catheter shaft leaking could not be definitively determined.

Event description:
It was reported that during procedure for a serious stenosis of the vertebral artery (va) part v4, the balloon catheter (subject device) failed to inflate when advancing it to the lesion. The balloon catheter was removed and it was observed to be leaked. The procedure was completed with another same type of the balloon catheter. The patient outcome was good. No clinical consequences were reported to the patient.

Event description:
It was reported that during procedure for a serious stenosis of the vertebral artery (va) part v4, the balloon catheter (subject device) failed to inflate when advancing it to the lesion. The balloon catheter was removed and it was observed to be leaked. The procedure was completed with another same type of the balloon catheter. The patient outcome was good. No clinical consequences were reported to the patient.